Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4)2018 from the company representative who reported that the pump was scheduled to be replaced on thursday, (B)(4) 2018. The cause of the stall was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, 2225ug/ml at 754.7ug/day via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. The healthcare provider¿s facility reported that the patient¿s pump had been alarming all weekend. The patient was starting to feel itchy. The company representative walked the healthcare provider through retrieving the pump logs as they were not too familiar working with pumps. A motor stall was seen at initial interrogation. The patient did not recently have an MRI. Per the healthcare provider the event logs show the current motor stall occurred (B)(6) 2018 @ 1611 with no recovery to date. There was another motor stall per the event logs that occurred (B)(6) 2017 and 1.5 hours later the stall recovered. The healthcare provider ruled out emi/MRI as the cause of the stalls. The reporter will confer with the physician and the patient. No further complications were reported.